Event description:
The customer reports that the joystick is not working properly on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an onsite investigation. Both the orbital and rotational servo drive assemblies were replaced. The system was tested and operated as intended.